Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) level of below 40 mg/dl. Cause was not known. Customer received assistance from school nurse who helped with mobility, obtaining carbohydrates and giving glucagon (nasal). Recommendation was made to consult with a healthcare provider regarding diabetes management. It was also reported that the customer experienced intermittent elevated blood glucose (bg) level of 400 - over 600 mg/dl with moderate ketones. Cause was not known. The customer addressed bg with a correction bolus via pump, consumed carbs, and exercised then received assistance from urgent care tested urine; determined a lot of sugar in urine. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.